Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on february 25, 2016. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion code. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, brown flakes were found floating in the reservoir outside of the sock. To the user it appeared to be protein denatruation or blood clot. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
(B)(4). The returned sample was visually inspected and brown particles and materials could be seen within the reservoir prior to decontamination. The reservoir was set up in a circuit through a roller pump and .9% saline solution was flowed through the reservoir and cr filter. The flow of the saline was inspected and found to run through the filter as intended, with no anomalies. The flow rate was run at both 5l/min and 2l/min, and was found to function as intended. The reported event could not be recreated; therefore, a definitive root cause could not be determined. It was determined that the brown flakes were observed during recirculation after the completion of the procedure which may have caused some type of clotting or flakes to form in the reservoir. Review of the device history records revealed no manufacturing issues. Although a definitive root cause could not be determined, the complaint is confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.